Manufacturer narrative:
D3 - mfg establishment name- corrected. Thirty-one devices were returned for analysis. Functional and visual test were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the lines were leaking from the cassette section of the cadd line. Reporter stated there was leaking near plastic hard bottom of the line and two devices were found with the same issue. Per reporter, the affected lines were discarded. The event occurred at the hospital while in use with patient. No patient harm/adverse event was reported. The product was being used for pain relief. The drug is unknown.